Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported during troubleshooting of the architect c8000 analyzer, the user was splashed on her face. The user to follow their lab protocol for splashes. The user was not using any personal protective equipment at the time of the incident. The user sought treatment which included preventative viral medication (user is unknown of the name of medication). The user is doing ok and no resulting harm was reported.